Manufacturer narrative:
(B)(4). Date sent: 06/29/2025. D4: batch#: 369d97. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number: a97152, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch number: 372d27, and no non-conformance's were identified.

Event description:
It was reported that the during a thoracotomy procedure, it was observed that two staplers locked out on repeat firings in mediastinal resection. A 3rd device was needed to complete the procedure. The procedure was completed successfully but was delayed by three minutes. There was no patient consequence reported. No additional information provided.